Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 475 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was one hr off. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.